Event description:
It was reported that the surgeon was using handle for modular rasps and the handle broke during hip surgery on (B)(6) 2014. Surgery was successfully completed.

Manufacturer narrative:
The manufacturer did not receive device, x-rays or other source documents for review. Where lot number was received for the device, the device history records was reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, an amended medical device report will be submitted. (B)(4).